Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. The current labeling provides ample instructions related to prevention of the suspected use error in aseptic technique. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress

Manufacturer narrative:
(B)(4): as patient discards supplies after each use and the exact date of this peritonitis is unknown, a sample was not available for evaluation. The february incident of peritonitis is being reported under report #1423500-2011-02808. Follow up information will be submitted as it becomes available.

Event description:
During a call on (B)(6) 2011 the nurse reported that he was aware of the patient dropped the patient line as the patient tends to do this regularly. He also reported that the patient had peritonitis in (B)(6) and then again in (B)(6) (dates unknown). During a follow up call with the peritoneal dialysis (pd) rn on (B)(6) 2011 , she reported the patient had peritonitis coincident with icodextrin and local pd4 ambuflex therapy in (B)(6) 2011 and then again in (B)(6) 2011. On an unknown date in (B)(6) 2011 pd cultures gram stains and cell counts were done. The patient was not hospitalized for this episode of peritonitis. On unreported dates in (B)(6) 2011 the patient was treated with vancomycin 2gms and recovered from this incidence of peritonitis. The patient was reinstructed on proper aseptic technique. No further information was available.